Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The insulin pump was bumped several times. The drive support cap appeared normal. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.